Event description:
(B)(4). No health conditions prior to insertion. Began losing hair within 1 year of having device implanted. Unexplained migraines, weight gain, bloating, pelvic pain, difficult menstruation.